Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported she was changing her infusion set, was going to fill the cannula and noticed the insulin pump was off. Customer changed out batter and device did not turn back on. Customer's blood glucose was 436 mg/dl. Customer stated the device did not have physical damage. The device was not dropped or bumped. Customer reported she does sweat and wears the device in her bra, but hasn't sweated recently, when asked if the device was exposed to moisture. The battery cap, battery compartment, or spring were not damaged nor corroded. Customer was advised to reinsert a new battery and the display did return. Customer was advised to monitor the device. No further information reported.